Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The account reported that the patient was admitted to the hospital on (B)(6) 2020 due to persistent ventricular arrhythmia. A cardioversion was performed, and the patient was discharged on (B)(6) 2020. Information later received stated that it was unknown if the patient had a history of arrhythmia prior to lvas implant and if the current event was device or therapy related. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until (B)(6) 2022 when the patient ultimately expired (MFR# 2916596-2022-12266). The heartmate ii lvas IFU, is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed persistent ventricular arrhythmia. The patient was readmitted due to arrhythmia from (B)(6) 2020 to (B)(6) 2020. Treatment at readmission was cardioversion.